Event description:
Information was received from a healthcare professional via manufacturer representative regarding a screw used in posterior cervical fusion therapy for cervical dislocation fracture. It was reported that during the procedure, an attempt was made to install the screw to the screwdriver, but the screw head was fixated and could not be moved, so it could not be installed. It was determined to be a defective product, so a new product was opened and it was installed without any problems. The operation was completed successfully. The device did not come in contact with the patient. No patient symptoms were reported.it was reported that when the device was taken out of the box and attached to the screwdriver, the issue was noticed for the first time. It was the first use of the product. No further complications were reported/anticipated.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.